Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, pain, hardening, and lack of sleep prior to explant. This record represents the right side. The device has been explanted.

Manufacturer narrative:
Reoperation has not been scheduled at this time.

Event description:
The device remains implanted.